Event description:
It was reported that the catheter had a pin hole in it, line was replaced.

Manufacturer narrative:
The complaint of a pinhole was confirmed, user related. A pinhole leak was detected between the 17 and 18 cm depth marks. A microscopic examination of the leak site revealed impressions and splits in the tubing that are consistent with hemostat damage. No other leaks were detected in the tubing. Hemostat impressions were found in the distal catheter segment between the 17 and 19 cm depth marks and in the middle catheter segment between the 19 and 20 cm depth marks. No defects related to the manufacturing process were noted on the complaint sample. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps." The tubing also exhibited a split in the tubing over the pink connector. The oversleeve was not returned for evaluation. A chr of lot #reta0158 showed no other similar product complaint(s) from this lot number.